Event description:
A discordant high sodium result was obtained on an advia 1650. The laboratory repeated the sample twice on an alternate instrument. The original discordant result was not reported to the physician. There were no known reports of adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) evaluated the advia 1650 chemistry system. After evaluation, the fse replaced the lls amplifier, replaced the dip, dop and dcp seals and replaced the potassium electrode. The system is performing within specifications. No further evaluation of the device is needed.